Manufacturer narrative:
Quality safety evaluation received on 26-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. This event was considered serious due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 19-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The gynecologist performed the removal of essure (date not provided). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. This event was considered serious due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up received on 28-sep-2016: no response was given after follow up attempts. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 421 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) removed. This event was considered serious due to its medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and the reason for essure removal was not specified. Nevertheless; considering device removal was required causality with the suspect insert cannot be excluded. Therefore; this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.